Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
Driver with s/n (B)(4) did not work consistently when nursing staff tried to use it fresh from the box. Code blue case. Manual placement was not attempted. The was approximately 15 minute delay in achieving access. A back-up driver was available. Vascular access was achieved.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. The driver appears typical. When the trigger was pulled, the driver was operable and a solid green led was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003143) while applying approximately 8 lbs. Of force on a weight scale (ID: ref: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.31 secs. Insertion 2: n/a. Insertion 3: n/a. Hard profile (105 lbs/ft3): insertion 1: n/a. Insertion 2: n/a. Insertion 3: n/a. The driver stalled during the first medium sawbone attempt at 5.31 seconds. The complaint is confirmed. However, it should be noted that after the first medium saw bone insertion attempt, the led status was observed to be blinking red. This indicates that the driver was approaching its end of useful life upon return and now had approximately 10% battery life remaining. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver." The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 12/2018 and is approximately 3.5 years old. The complaint has been confirmed as the driver failed functional testing. Testing confirms that the driver loss of power was related to battery depletion. The root cause is undetermined since the exact conditions that the customer experienced could not be recreated as the led switched from solid green to blinking red during functional testing. No corrective/preventative actions will be assigned. The complaint has been confirmed. The driver was returned with a solid green led display. During functional testing, the driver failed the medium sawbone testing on the first attempt. It was revealed that the led status switched from solid green to blinking red during this testing. This indicated that the driver was approaching its end of useful life upon return and now had approximately 10% battery life remaining. Per the eeprom data analysis, the charge count was 15,618 ,409. The recorded charge count supports a depleted battery as the charge count has exceeded the maximum depletion value of 15,300 ,000 per ver0190 accel biotech firmware verification test report. Since the driver was returned with a solid green led, we know that the reported failure must have occurred with a green status showing on the driver. It should be noted that although the complaint is confirmed, the exact conditions that the customer experienced could not be recreated since the led switched from solid green to blinking red during functional testing. The driver only failed functional testing with a blinking red led. Therefore, an abrupt battery failure could not be confirmed. However, functional testing and eeprom analysis can confirm a loss of power due to battery depletion. It is possible that the 19 stall conditions that were found with this driver could have contributed to an accelerated loss of power. A DHR review was performed with no evidence to suggest a manufacturing related cause. No other defects were revealed with the driver or its components during the investigation. Therefore, the root cause is undetermined at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Driver with s/n (B)(6) did not work consistently when nursing staff tried to use it fresh from the box. Code blue case. Manual placement was not attempted. The was approximately 15 minute delay in achieving access. A back-up driver was available. Vascular access was achieved.